Manufacturer narrative:
Device evaluation the axium prime pushwire was returned for evaluation without the instant detacher and without the implant coil as it remains in the patient. The tack weld replacement (twr) crimp was found to be loose and the axium prime pushwire was found to be bent at approximately 6.0cm and 7.5cm from the proximal end. In addition, the axium prime pushwire was found to be broken at approximately 8.0cm from the proximal with the release wire attached and extending out. The release wire was found to be knotted and tangled. The pushwire was found to be intact distal to the break indicator at the location designated to be broken for manual detachment (via hypotube) as directed in the axium pr ime instructions for use (IFU). The proximal end of the distal pushwire segment was found to be extending out from the microcatheter hub for the length of approximately 22.0cm. The distal pushwire segment was found to be bent at approximately 16.0cm from the proximal end. The axium prime distal pushwire segment was found to be protruding from the distal tip of the microcatheter for approximately 3.0cm. Under the microscope, the coin was not found to be located against the lumen stop, and the shield coil was present. No other anomalies were observed. There was no evidence of manufacturing defects that relates to the complaint; therefore manufacturing has been ruled out as a potential cause.

Manufacturer narrative:
Additional information: the cause for the difficulty during detachment with the instant detacher could not be determined as the tack weld replacement (twr) crimp was found to be loose. It is possible that the bends in the distal pushwire segment may have been a contributing factor, preventing the implant coil from detaching; however, the cause for the bends in the pushwire could not be determined. In regards to the difficulty during the manual detachment attempt (via hypotube), it is possible that user technique may have contributed to the reported difficulty. The break in the pushwire was not at the correct location as instructed in the axium prime coil instructions for use (IFU). In regards to the subsequent detachment of the implant coil, it is likely that the implant coil detached due to the pulled release wire with the coin pulled back from the lumen stop. All parts of the pushwire which could affect detachment were found to be within specification. Per the axium prime coil instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher).¿ also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿

Manufacturer narrative:
Device has been received for evaluation. Once complete, a supplemental report will be submitted.

Event description:
Medtronic received information that the physician could not detach the coil with the instant detacher. The patient was undergoing treatment for a 4mm cerebral aneurysm sah. This coil was being used as finishing coil and was prepared and hydrated per the IFU. The coil smoothly came out of the introducer sheath and there was no resistance during delivery of the coil in the catheter. There was no issue with the instant detacher, which was used successfully prior to this issue. The physician then attempted a manual detachment but still failed. The physician pushed and pulled repeatedly, but the coil would not detach. The physician broke the break indicator only once and the release element was properly exposed. Eventually the physician decided to use a stent to prepare for a premature detachment of the coil and pulled the axium pusher for removal. The coil prematurely detached and the stent was used to complete the procedure and secure the coil, which was not detached in the intended location. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.